Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that there was low high voltage (hv) impedance on a non-bsc lead, and the implantable cardioverter defibrillator (ICD) exhibited long charge time and ¿device short-circuit¿ resulting in loss of therapy and cardiac arrest. The cardiac arrest was addressed by external defibrillation and the patient was admitted to the intensive care unit. The patient did not fully recover and passed away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).